Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. The customer¿s blood glucose level was 285 mg/dl at the time of the incident and the current was unknown. The customer stated that the size of the air bubble was up to inch. The device will not be returned for analysis.